Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unable to perform functional testing due to unresponsive buttons. No unexpected numbers ramping or scrolling during our testing. The insulin pump has cracked lcd window, cracked case at the display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 520 mg/dl. The customer took injections. The customer stated that their is no significant events leading to the alarm. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.